Manufacturer narrative:
This report was mailed to FDA on: 08/22/2014. The MFR internal reference number is: (B)(4).

Event description:
Add'l info from reporter indicated the reported issue still being monitored.

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time additional information has not been received. The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Logfile review shows that all treatments were completed to 100% and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time additional information has not been received.

Event description:
A technician reported pt underwent enhancement earlier than expected at photorefractive keratectomy (prk) post-operative visit. Pt complained of "vision not good, wearing glasses all the time." This report references the left eye. An add'l report will be filed for the right eye. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).